Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: unknown date of procedure.

Event description:
It was reported that the patients scs system was explanted for an unknown reason. No further information has been obtained despite good faith efforts.